Event description:
It was reported that the patient reported hearing an alarm tone. A review of the remote transmission showed the right ventricular (rv) lead triggered an alert for low impedance on the superior vena cava (svc) coil. Slowly decreased r-waves were also noted. About one week afterward, during follow-up at the clinic, the rv defib coil showed dropped impedance to a low measurement. A lead replacement was planned. Presently, the lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the actual product was not returned for analysis. However, performance data was collected from the device and was analyzed. Analysis of the device memory was performed and indicated a lead impedance out of range alert. Analysis of the device memory indicated the impedance on the rv (right ventricular) defibrillation coil was beyond the expected lower range. Analysis of the device memory indicated the impedance on the svc (superior vena cava) defibrillation coil was beyond the expected lower range. Svc lead impedance warning occurred (B)(6) 2015 for lead impedance <(><<)>20 ohms. On (B)(6) 2015, svc coil lead impedance measured 17 ohms. On (B)(6) 2015, rv coil lead impedance measured 8 ohms. (B)(4).

Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated a lead impedance out of range alert, the impedance on the rv (right ventricular) defibrillation coil was beyond the expected lower range, the impedance trend on the rv (right ventricular) defibrillation coil was variable, the impedance on the svc (superior vena cava) defibrillation coil was beyond the expected lower range, and the impedance trend on the svc (superior vena cava) defibrillation coil was variable. Rv coil impedance varied from 48 ohms down to 8 ohms on (B)(6) 2015. Svc coil impedance varied from 55 ohms down to 17 ohms on (B)(6) 2015. (B)(4).

Event description:
It was further reported that the low impedances on the rv and svc portion of the lead were varying. The lead was explanted and replaced. It was also noted that the atrial impedance was increasing. The atrial lead remains in use. No patient complications have been reported as a result of this event.